Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("essure migration") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), depression ("depression"), anxiety ("mental anguish"), menstrual disorder ("menstruation issues"), menorrhagia ("menorrhagia") and infection ("infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the device breakage, device dislocation, ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, depression, anxiety, menstrual disorder, menorrhagia and infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, ectopic pregnancy with contraceptive device, infection, menorrhagia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Plaintiff had another pregnancy episode which captured under case no (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded on or about (B)(6) 2009, plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("essure migration") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), depression ("depression"), anxiety ("mental anguish"), menstrual disorder ("menstruation issues"), menorrhagia ("menorrhagia") and infection ("infections") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). At the time of the report, the device breakage, device dislocation, ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, depression, anxiety, menstrual disorder, menorrhagia and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, ectopic pregnancy with contraceptive device, infection, menorrhagia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Plaintiff had another pregnancy episode which captured under case no (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('device breakage'), device dislocation ('essure migration') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 26-year-old female patient who had essure (batch no. 627748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage (miscarriage, other (please describe) miscarriage at home.), herpes genitalis and body mass index high. Previously administered products included for an unreported indication: valacyclovir, meloxicam and acetaminophen. Concurrent conditions included ovarian cyst ruptured. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), ethinylestradiol;norgestimate (sprintec), medroxyprogesterone acetate (depo provera), meloxicam and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"), 1 month 31 days after insertion of essure. On (B)(6) 2009, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ psychological or psychiatric problems condition: mental anguish"), mood swings ("hormonal changes describe: mood swings"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), rash ("rashes or skin conditions type: rashes,"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain/ pain"). On (B)(6) 2017, the patient experienced cyst ("cyst"). On (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain") and menstrual disorder ("menstruation issues"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device breakage, device dislocation, ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, depression, anxiety, menstrual disorder, menorrhagia, mood swings, vaginal haemorrhage, vaginal infection, rash, migraine, headache, dysmenorrhoea, dyspareunia, cyst, vaginal discharge, fatigue and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, cyst, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic inflammatory disease, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. She was planning for essure removal. Plaintiff had another pregnancy episode which captured under case no 2018-174326 current weight 206 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on 07-may-2009: results: essure device was successfully occluded. Lot number: 627748. Manufacturing date: 2008-07 ,expiration date: 2010-07 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), device breakage ("device breakage"), device dislocation ("essure migration") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 26-year-old female patient who had essure (batch no. 627748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage (miscarriage, other (please describe) miscarriage at home.), herpes genitalis and body mass index high. Previously administered products included for an unreported indication: valacyclovir, meloxicam and acetaminophen. Concurrent conditions included ovarian cyst ruptured. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), ethinylestradiol;norgestimate (sprintec), medroxyprogesterone acetate (depo provera), meloxicam and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"), 1 month 31 days after insertion of essure. On (B)(6) 2009, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ psychological or psychiatric problems condition: mental anguish"), mood swings ("hormonal changes describe: mood swings"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), rash ("rashes or skin conditions type: rashes,"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain/ pain"). On (B)(6) 2017, the patient experienced cyst ("cyst"). On (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain") and menstrual disorder ("menstruation issues"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device breakage, device dislocation, ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, depression, anxiety, menstrual disorder, menorrhagia, mood swings, vaginal haemorrhage, vaginal infection, rash, migraine, headache, dysmenorrhoea, dyspareunia, cyst, vaginal discharge, fatigue and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, cyst, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic inflammatory disease, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. She was planning for essure removal. Plaintiff had another pregnancy episode which captured under case no (B)(4). Current weight 206 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs received- previously reported event ¿infections¿ was updated with ¿infection (bladder/ urinary tract/vaginal) type: vaginal¿. New events added- ¿mood swings, abnormal bleeding vaginal, rashes, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), cyst, vaginal discharge, fatigue, weight gain and pelvic inflammatory disease. Lot number and reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic inflammatory disease ('pelvic inflammatory disease / reproductive system disorder or condition, type of disorder orcondition: pid'), device dislocation ('essure migration'), embedded device ('embedded in the tissue each cornu of the uterus and extending into the proximal portion of each oviduct are strands of twisted metal wire') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 26-year-old female patient who had essure (batch no. 627748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included miscarriage (miscarriage, other (please describe) miscarriage at home.), herpes genitalis, obesity, fever, general body pain, sore throat, headache, pregnancy ((B)(6) 2004, (B)(6) 2006), caesarean section, genital herpes, multigravida, parity 3, preterm premature rupture of membranes, delivery ((B)(6) 2008) and menses irregular. Previously administered products included for an unreported indication: valacyclovir, meloxicam and acetaminophen. Concurrent conditions included ovarian cyst ruptured, weakness, vomiting, lower abdominal pain, uti, vaginal itching, vaginal swelling, dysuria, vaginal disorder, right lower quadrant pain, frequency urinary, ovarian cyst, menstruation abnormal, dizziness, proctalgia, change in bowel habits, painful defaecation, endometriosis, left lower quadrant pain and constipation. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), ethinylestradiol;norgestimate (sprintec), medroxyprogesterone acetate (depo provera), meloxicam, naproxen and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced heavy menstrual bleeding ("menorrhagia/abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and bacterial vaginosis ("bacterial vaginites"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), 2 months after insertion of essure. On (B)(6) 2009, the patient experienced anxiety ("mental anguish/ psychological or psychiatric problems condition: mental anguish"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and rash ("rashes or skin conditions type: rashes,"). In (B)(6) 2010, the patient experienced tooth fracture ("broken teeth ") and rash papular ("rashes or skin conditions type: red patches of bumps"). In (B)(6) 2013, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"). In (B)(6) 2016, the patient experienced astigmatism ("astigmatism"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and ovarian cyst ("ovarian cysts"). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain/ pain/chronic pelvic pain"). On (B)(6) 2017, the patient experienced cyst ("cyst"). On (B)(6) 2017, the patient experienced headache ("headaches"). In (B)(6) 2018, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2019, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), nausea ("nausea"), nerve injury ("nuero condition/problem / neurological conditions or problems, type: nerve damage"), intervertebral disc degeneration ("lumbar degenerative disc disease") and arthralgia ("knee pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), genital haemorrhage ("general abnormal bleed") and allergy to metals ("nickel allergy") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic inflammatory disease, device dislocation, embedded device, ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, depression, anxiety, menstrual disorder, heavy menstrual bleeding, mood swings, vaginal haemorrhage, vaginal infection, rash, migraine, headache, dysmenorrhoea, dyspareunia, cyst, vaginal discharge, fatigue, weight increased, back pain, genital haemorrhage, tooth fracture, nausea, nerve injury, astigmatism, urinary tract infection, bacterial vaginosis, female sexual dysfunction, rash papular, ovarian cyst, allergy to metals, intervertebral disc degeneration and arthralgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, astigmatism, back pain, bacterial vaginosis, cyst, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, intervertebral disc degeneration, menstrual disorder, migraine, mood swings, nausea, nerve injury, ovarian cyst, pelvic inflammatory disease, pelvic pain, rash, rash papular, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. She was planning for essure removal. Plaintiff had another pregnancy episode which captured under case no 2018-174326 current weight 206 lbs. There were 2coils on right and 4 coils on left discrepancy noted in date(s) of insertion: (B)(6) 2009, (B)(6) 2009 discrepancy noted: earlier the hsg test was done and in current pfs plaintiff did not undergo essure confirmation test was mentioned. Patient received treatment for pain, bleeding, urinary/bladder problems. Uterine weight: 91 grams diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Computerised tomogram - on (B)(6) 2017: result: normal appendix but small 2cm left ovarian cyst and small free fluid therefore dx with ovarian cyst rupture.. Hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded impression: 1. Bilateral metallic devices consistent with previously placed essure in the fallopian tubes. 2. No filling of the adnexa. 3. Intravasation of contrast into the right iliac venous system. Pregnancy test urine - on (B)(6) 2014: result: negative. Ultrasound scan vagina - on (B)(6) 2017: impression: no significant abnormality is seen in the pelvis; on (B)(6) 2017: retroverted uterus 7.6 x 4.9 x 5.3c.m and es 4mm; right ovary 2.6 x 1.9 x l.5cm and left ovary 3-4 x 1.8 x 2.9cm and no masses/cysts and small ff in pel. Lot number: 627748, manufacturing date: 2008-07 ,expiration date: 2010-07 concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: headache, pelvic inflammatory disease, menorrhagia, vaginal discharge, dysparuenia, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Reporter information, product removal details added. Event: "embedded in the tissue at each cornu of the uterus and extending into the proximal portion of each oviduct are strands of twisted metal wire" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic inflammatory disease ('pelvic inflammatory disease / reproductive system disorder or condition, type of disorder orcondition: pid'), device dislocation ('essure migration'), embedded device ('embedded in the tissue each cornu of the uterus and extending into the proximal portion of each oviduct are strands of twisted metal wire') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 26-year-old female patient who had essure (batch no. 627748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included miscarriage (miscarriage, other (please describe) miscarriage at home.), herpes genitalis, obesity, fever, general body pain, sore throat, headache, pregnancy ((B)(6)2004, (B)(6)2006), caesarean section, genital herpes, multigravida, parity 3, preterm premature rupture of membranes, delivery (29nov2008) and menses irregular. Previously administered products included for an unreported indication: valacyclovir, meloxicam and acetaminophen. Concurrent conditions included ovarian cyst ruptured, weakness, vomiting, lower abdominal pain, uti, vaginal itching, vaginal swelling, dysuria, vaginal disorder, right lower quadrant pain, frequency urinary, ovarian cyst, menstruation abnormal, dizziness, proctalgia, change in bowel habits, painful defaecation, endometriosis, left lower quadrant pain and constipation. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), ethinylestradiol;norgestimate (sprintec), medroxyprogesterone acetate (depo provera), meloxicam, naproxen and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced heavy menstrual bleeding ("menorrhagia/abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and bacterial vaginosis ("bacterial vaginites"). On (B)(6)2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), 2 months after insertion of essure. On (B)(6)-2009, the patient experienced anxiety ("mental anguish/ psychological or psychiatric problems condition: mental anguish"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and rash ("rashes or skin conditions type: rashes,"). In (B)(6) 2010, the patient experienced tooth fracture ("broken teeth ") and rash papular ("rashes or skin conditions type: red patches of bumps"). In (B)(6)2013, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). On (B)(6)2014, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"). In (B)(6) 2016, the patient experienced astigmatism ("astigmatism"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and ovarian cyst ("ovarian cysts"). On (B)(6)2017, the patient experienced pelvic pain ("pelvic pain/ pain/chronic pelvic pain"). On (B)(6)2017, the patient experienced cyst ("cyst"). On (B)(6)2017, the patient experienced headache ("headaches"). In (B)(6) 2018, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2019, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), nausea ("nausea"), nerve injury ("nuero condition/problem / neurological conditions or problems, type: nerve damage"), intervertebral disc degeneration ("lumbar degenerative disc disease") and arthralgia ("knee pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), genital haemorrhage ("general abnormal bleed") and allergy to metals ("nickel allergy") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2021. At the time of the report, the device breakage, pelvic inflammatory disease, device dislocation, embedded device, ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, depression, anxiety, menstrual disorder, heavy menstrual bleeding, mood swings, vaginal haemorrhage, vaginal infection, rash, migraine, headache, dysmenorrhoea, dyspareunia, cyst, vaginal discharge, fatigue, weight increased, back pain, genital haemorrhage, tooth fracture, nausea, nerve injury, astigmatism, urinary tract infection, bacterial vaginosis, female sexual dysfunction, rash papular, ovarian cyst, allergy to metals, intervertebral disc degeneration and arthralgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, astigmatism, back pain, bacterial vaginosis, cyst, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, intervertebral disc degeneration, menstrual disorder, migraine, mood swings, nausea, nerve injury, ovarian cyst, pelvic inflammatory disease, pelvic pain, rash, rash papular, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. She was planning for essure removal. Plaintiff had another pregnancy episode which captured under case no (B)(4) current weight 206 lbs. There were 2coils on right and 4 coils on left discrepancy noted in date(s) of insertion: (B)(6)2009, (B)(6)2009 discrepancy noted: earlier the hsg test was done and in current pfs plaintiff did not undergo essure confirmation test was mentioned. Patient received treatment for pain, bleeding, urinary/bladder problems. Uterine weight: 91 grams diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Computerised tomogram - on (B)(6)2017: result: normal appendix but small 2cm left ovarian cyst and small free fluid therefore dx with ovarian cyst rupture.. Hysterosalpingogram - on (B)(6)2009: results: essure device was successfully occluded impression: 1. Bilateral metallic devices consistent with previously placed essure in the fallopian tubes. 2. No filling of the adnexa. 3. Intravasation of contrast into the right iliac venous system. Pregnancy test urine - on (B)(6)2014: result: negative. Ultrasound scan vagina - on (B)(6)2017: impression: no significant abnormality is seen in the pelvis; on (B)(6)2017: retroverted uterus 7.6 x 4.9 x 5.3c.m and es 4mm; right ovary 2.6 x 1.9 x l.5cm and left ovary 3-4 x 1.8 x 2.9cm and no masses/cysts and small ff in pel. Lot number: 627748, manufacturing date: 2008-07 ,expiration date: 2010-07. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: headache, pelvic inflammatory disease, menorrhagia, vaginal discharge, dysparuenia, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-oct-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('device breakage'), device dislocation ('essure migration'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and genital haemorrhage ('general abnormal bleed') in a 26-year-old female patient who had essure (batch no. 627748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included miscarriage (miscarriage, other (please describe) miscarriage at home.), herpes genitalis, body mass index high, fever, general body pain, sore throat, headache, pregnancy ((B)(6) 2004, (B)(6) 2006), caesarean section, genital herpes, multigravida, parity 2, preterm premature rupture of membranes, delivery ((B)(6) 2008) and menses irregular. Previously administered products included for an unreported indication: valacyclovir, meloxicam and acetaminophen. Concurrent conditions included ovarian cyst ruptured, weakness, vomiting, lower abdominal pain, uti, vaginal itching, vaginal swelling, dysuria, vaginal disorder, right lower quadrant pain, frequency urinary, ovarian cyst, menstruation abnormal, dizziness, proctalgia, change in bowel habits, painful defaecation, endometriosis, left lower quadrant pain and constipation. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), ethinylestradiol;norgestimate (sprintec), medroxyprogesterone acetate (depo provera), meloxicam, naproxen and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"), 1 month 31 days after insertion of essure. On (B)(6) 2009, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ psychological or psychiatric problems condition: mental anguish"), mood swings ("hormonal changes describe: mood swings"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), rash ("rashes or skin conditions type: rashes,"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain/ pain/chronic pelvic pain"). On (B)(6) 2017, the patient experienced cyst ("cyst"). On (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menstrual disorder ("menstruation issues"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), tooth disorder ("dental problems"), nausea ("nausea"), nervous system disorder ("nuero condition/problem") and visual impairment ("vision problems"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device breakage, device dislocation, ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, depression, anxiety, menstrual disorder, menorrhagia, mood swings, vaginal haemorrhage, vaginal infection, rash, migraine, headache, dysmenorrhoea, dyspareunia, cyst, vaginal discharge, fatigue, weight increased, back pain, genital haemorrhage, tooth disorder, nausea, nervous system disorder and visual impairment outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, cyst, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, nervous system disorder, pelvic inflammatory disease, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. She was planning for essure removal. Plaintiff had another pregnancy episode which captured under case no (B)(4). Current weight 206 lbs. There were 2coils on right and 4 coils on left discrepancy noted in date(s) of insertion: (B)(6) 2009, (B)(6) 2009 discrepancy noted: earlier the hsg test was done and in current pfs plaintiff did not undergo essure confirmation test was mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Computerised tomogram - on (B)(6) 2017: result: normal appendix but small 2cm left ovarian cyst and small free fluid therefore dx with ovarian cyst rupture.. Hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded impression: 1. Bilateral metallic devices consistent with previously placed essure in the fallopian tubes. 2. No filling of the adnexa. 3. Intravasation of contrast into the right iliac venous system. Pregnancy test urine - on (B)(6) 2014: result: negative. Ultrasound scan vagina - on (B)(6) 2017: impression: no significant abnormality is seen in the pelvis; on (B)(6) 2017: retroverted uterus 7.6 x 4.9 x 5.3c.m and es 4mm; right ovary 2.6 x 1.9 x l.5cm and left ovary 3-4 x 1.8 x 2.9cm and no masses/cysts and small ff in pel. Lot number: 627748, manufacturing date: 2008-07 ,expiration date: 2010-07. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: headache, pelvic inflammatory disease, menorrhagia, vaginal discharge, dysparuenia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Following events were added: back pain, general abnormal bleed, dental problems, nausea, nuero condition/problem and vision problems and plaintiff did not undergo essure confirmation test. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic inflammatory disease ('pelvic inflammatory disease / reproductive system disorder or condition, type of disorder orcondition: pid'), device dislocation ('essure migration') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 26-year-old female patient who had essure (batch no. 627748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included miscarriage (miscarriage, other (please describe) miscarriage at home.), herpes genitalis, obesity, fever, general body pain, sore throat, headache, pregnancy ((B)(6) 2004, (B)(6) 2006), caesarean section, genital herpes, gravida ii, parity 3, preterm premature rupture of membranes, delivery ((B)(6) 2008) and menses irregular. Previously administered products included for an unreported indication: valacyclovir, meloxicam and acetaminophen. Concurrent conditions included ovarian cyst ruptured, weakness, vomiting, lower abdominal pain, uti, vaginal itching, vaginal swelling, dysuria, vaginal disorder, right lower quadrant pain, frequency urinary, ovarian cyst, menstruation abnormal, dizziness, proctalgia, change in bowel habits, painful defaecation, endometriosis, left lower quadrant pain and constipation. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), ethinylestradiol;norgestimate (sprintec), medroxyprogesterone acetate (depo provera), meloxicam, naproxen and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 months after insertion of essure. In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and bacterial vaginosis ("bacterial vaginites"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2009, the patient experienced anxiety ("mental anguish/ psychological or psychiatric problems condition: mental anguish"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and rash ("rashes or skin conditions type: rashes,"). In (B)(6) 2010, the patient experienced tooth fracture ("broken teeth ") and rash papular ("rashes or skin conditions type: red patches of bumps"). In (B)(6) 2013, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"). In (B)(6) 2016, the patient experienced astigmatism ("astigmatism"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and ovarian cyst ("ovarian cysts"). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain/ pain/chronic pelvic pain"). On (B)(6) 2017, the patient experienced cyst ("cyst"). On (B)(6) 2017, the patient experienced headache ("headaches"). In (B)(6) 2018, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2019, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), nausea ("nausea"), nerve injury ("nuero condition/problem / neurological conditions or problems, type: nerve damage"), intervertebral disc degeneration ("lumbar degenerative disc disease") and arthralgia ("knee pain"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), genital haemorrhage ("general abnormal bleed") and allergy to metals ("nickel allergy"). The patient was treated with surgery (scheduled date: (B)(6) 2020). Essure was removed. At the time of the report, the device breakage, pelvic inflammatory disease, device dislocation, ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, depression, anxiety, menstrual disorder, menorrhagia, mood swings, vaginal haemorrhage, vaginal infection, rash, migraine, headache, dysmenorrhoea, dyspareunia, cyst, vaginal discharge, fatigue, weight increased, back pain, genital haemorrhage, tooth fracture, nausea, nerve injury, astigmatism, urinary tract infection, bacterial vaginosis, female sexual dysfunction, rash papular, ovarian cyst, allergy to metals, intervertebral disc degeneration and arthralgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, astigmatism, back pain, bacterial vaginosis, cyst, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, intervertebral disc degeneration, menorrhagia, menstrual disorder, migraine, mood swings, nausea, nerve injury, ovarian cyst, pelvic inflammatory disease, pelvic pain, rash, rash papular, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. She was planning for essure removal. Plaintiff had another pregnancy episode which captured under case no (B)(4). Current weight 206 lbs. There were 2coils on right and 4 coils on left discrepancy noted in date(s) of insertion: (B)(6) 2009, (B)(6) 2009. Discrepancy noted: earlier the hsg test was done and in current pfs plaintiff did not undergo essure confirmation test was mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Computerised tomogram - on (B)(6) 2017: result: normal appendix but small 2cm left ovarian cyst and small free fluid therefore dx with ovarian cyst rupture. Hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded impression: 1. Bilateral metallic devices consistent with previously placed essure in the fallopian tubes. 2. No filling of the adnexa. 3. Intravasation of contrast into the right iliac venous system. Pregnancy test urine - on (B)(6) 2014: result: negative. Ultrasound scan vagina - on (B)(6) 2017: impression: no significant abnormality is seen in the pelvis; on (B)(6) 2017: retroverted uterus 7.6 x 4.9 x 5.3c.m and es 4mm; right ovary 2.6 x 1.9 x l.5cm and left ovary 3-4 x 1.8 x 2.9cm and no masses/cysts and small ff in pel. Lot number: 627748, manufacturing date: 2008-07 ,expiration date: 2010-07. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: headache, pelvic inflammatory disease, menorrhagia, vaginal discharge, dysparuenia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: pfs: previously added event: nervous system disorder, vision problem, dental problem was replaced with nerve injury, astigmatism, tooth fracture. New events: uti, bacterial vaginitis, apareunia, rash popular, ovarian cysts,nickel allergy,lumbar degenerative disc disease, knee pain were added. Reporter, medical history, concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.